Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection procedure. The device was stapled as usual, the stapler formation was not poor and the staple line was complete. But the knife was not back. The reload would not open, the jaws of the device were locked onto the tissue. There was unanticipated tissue loss and tissue damage as a result of the problem. The reload would not open so had to resect more tissue from the side of the wedge to remove the stapler. The tissue damage was considered permanent. The surgical time was extended by one hour due to the product problem. The incision was extended by more than one inch due to the product problem. A device component broke off but did not disengage into the cavity of the patient. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.